Event description:
Rptr has sent in product for testing with no real answers or admission there is a current problem. During this time, rptr learned that in the past, there were similar problems that MFR was aware of and moved the product form a generally excepted method of packaging to a foil pack per our conversation. The steps we took were to remove the product from inside the pack and piggyback the product to the outside of the packs. This action has been implemented and we are now cycling thru the finished goods with the spears in the pack. The unused product is being boxed to return to MFR. We now have an additional complaint that was reported to rptr 6/06. There are two surgeons that reported seeing fibers on the eye, under microscopic examination during their procedure. The fibers are reported to come from MFR's eye spears. It is not necessary for me to explain the severity of this product complaint. These fibers came from the fresh product that MFR recently shipped rptr that was given to the customer at no charge.